Manufacturer narrative:
MFR report is associated with argus case (B)(4), sensodyne pronamel toothbrush.

Event description:
Possibly swallowed a toothbrush bristle [accidental device ingestion]. Foreign body sensation in my mouth while brushing [foreign body in mouth]. Product complaint [product complaint]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received gsk toothbrush (sensodyne pronamel toothbrush) toothbrush for drug use for unknown indication. On an unknown date, the patient started sensodyne pronamel toothbrush. On an unknown date, an unknown time after starting sensodyne pronamel toothbrush, the patient experienced accidental device ingestion (serious criteria gsk medically significant), foreign body in mouth and product complaint. The action taken with sensodyne pronamel toothbrush was unknown. On an unknown date, the outcome of the accidental device ingestion, foreign body in mouth and product complaint were not reported. It was unknown if the reporter considered the accidental device ingestion to be related to sensodyne pronamel toothbrush. Additional details: the patient had for about 3 weeks and noticed a foreign body sensation in her mouth while brushing. The patient cleared her mouth and found the bristle bunches were literally falling off the brush in her mouth. Sadly two were missing from the brush but she only found one. The patient hoped that it had gone down the drain rather than her swallowing it. The patient wanted to know what were the policies on failing product that can be harmful to the public. The patient had not kept the package so could not give batch code for that brush. The patient kept the brush in case they wanted it. The patient reported that this really was not good enough for a product. She had used that brush type for years and had otherwise been satisfied.